Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 567 (mg/dl) after unintentionally removing self from the pump for a few hours. Reportedly, customer removed the pump to use the restroom in the morning and forgot to reattach it until he ate lunch. Customer attempted to address bg level with a correction bolus administered by the pump after reinitiating use; however, customer was unable to return bg levels to target range. System check with tandem technical support indicated pump was performing as intended, and customer changed infusion site successfully while on the call. Recommendation was made to continue to monitor system performance. Customer acknowledged.